Event description:
Patient came to have iud removed due to cramping. Iud strings were visualized and iud was removed per protocol. Iud came out with no arms attached, only a rod.======================manufacturer response for paragard iud t380a, (brand not provided) (per site reporter).======================leadership working with rep to resolve issue.